Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and was hospitalized 4 month ago due to infected site. The customer¿s blood glucose level was unknown. The customer stated that insulin pump loses time and date setting after battery change. The insulin pump will not be returned for analysis.